Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the pink rubber coating of the ultrasonic probe had a deep cut reaching the hard surface below the coating. There was also adhesive missing from the forceps cover and mechanism lid. Other observations for the device are: big leak from biopsy channel due to which the leak test could not be performed, distal end rubber coating (a-rubber) is peeling, insertion tube is snaky, water mouthpiece is loose but not rotating with no presence of moisture, and control knob movement has play. The user¿s complaint of leakage was confirmed was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of leakage issue occurring during reprocessing. There is no patient involvement, and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the pink rubber coating of the ultrasonic probe had a deep cut reaching the hard surface below the coating. There was also adhesive missing from the forceps cover and mechanism lid. This medwatch is being submitted for the reportable issues of pink rubber coating of the ultrasonic probe had a deep cut, and the adhesive missing from the forceps cover and mechanism lid as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the pink probe was found to be broken and to exhibit a cut, additionally, it was found that there was no adhesive between the forceps cover and the lid of the mechanism. The root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.